Manufacturer narrative:
A field service representative (fsr) performed a site visit, inspected the cuvette washer assembly, and found dirt on the cuvettes and cuvette dry tip. The fsr manually cleaned the cuvettes and the customer replaced the cuvette dry tip. No additional discrepant result issues have been reported since the service activity was completed. The alnty c-series cuvtte dry tip, was determined to be the likely cause for the issue. A review of the service history for the analyzer identified no contributing factors and no subsequent issues have been reported associated with discrepant or erratic results. A review of complaint and trending data for cuvette dry tip identified no issues or trends. A review of tracking and trending data in the product monitoring review for clinical chemistry systems revealed no systemic issues or trends related to the result issue described in this complaint. Manufacturing documentation for the likely cause part was reviewed and did not identify any issues. Labeling was reviewed and sufficiently addresses the customer's issue. No systemic issue or deficiency of the alinity c processing module was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Patient information: no specific patient information is available.

Event description:
The customer reported falsely elevated ck-mb results on the alinity c processing module. Two samples generated elevated results of 43 and 41 u/l. The samples were retested on an alternate method and generated negative results. Additionally a third sample was tested on the original alinity analyzer generating 29 u/l and retest on a second alinity analyzer generated 18 u/l. No impact to patient management was reported.